Event description:
On july 13 2021, genmark was advised of an unexpected negative result, from (B)(6), for sar-cov-2 on its rp2 panel. Data was analyzed per internal procedures. Review of the raw data confirm that there was no signal detected for sars-cov-2. The run generated robust internal control signals indicating consumables performed as expected. During customer follow-up on (B)(6) 2021 the customer advised that the patient was an employee at the hospital that was sent home for quarantine. Although the specific assays from each manufacturer were unknown, the following comparator results were provided,: · cepheid result (targets 1a/b and e genes): sars-cov-2 (published lod as low as 12 genomic copies/ml). · roche liat result (targets n2 and e regions): sars-cov-2 (published lod as low as 131 genomic copies/ml). No CT values were provided for the cepheid or roche liat systems. No additional information related to the comparator methods was provided. Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 53991909 (argentine dogo) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. The results of additional testing conducted by the customer suggest the issue may be related to sensitivity, based on the published lods (eplex lod 250 copies/ml), or the targeting of different regions of sars-cov-2 relative to that of eplex (targets n1 and n2). The sample has been discarded and is not available for further investigational testing/characterization to absolutely verify this conclusion via sequencing. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).